Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During pre-repair assessment the device was found to have a bent tip. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the broken tip was most likely caused by excessive force being placed on the device during use. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During pre-repair assessment the device was found to have a bent tip. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the broken tip was most likely caused by dropping the unit. The assignable root cause was determined to be due to misuse, abuse and possible user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the craniotome device had broken tip. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.